Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by st. Jude medical on (B)(6) 2016. (B)(4).

Event description:
During follow-up, the vibratory alert was not felt by the patient during several attempts. No actions were taken and the patient will continue to undergo regular follow-ups. The patient is in good condition.